Event description:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is infection. Primary surgery occurred on 06/21/2022. Revision surgery date is unknown.

Manufacturer narrative:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is infection. Primary surgery occurred on 06/21/2022. Revision surgery date is unknown. The device history record was reviewed and the device was manufactured per the specifications. All sterilisation requirements were met.